Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, lot # unknown, implanted: (B)(4) 2017, product type screening device.

Event description:
The trial patient reported that they had some blood on their bandages during the advanced evaluation. It was further reported on (B)(6) 2017 that the patient felt like they were retaining fluid and having more intake than output. It was noted that they took an extra lasix and that helped. The patient also mentioned on (B)(6) 2017 that the device was not working due to the controller not being able to find the device. They tried removing the batteries and had no luck. They also tried holding the external neurostimulator button down, but that did not help. The issues were not resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.